Event description:
A capio open access suturing device was used in a therapeutic sacrospinous fixation procedure in 2005. During the test firing of the device the needle carrier broke off. The doctor used another capio to complete the procedure successfully with no patient complications.